Manufacturer narrative:
The heat shrink exhibit a cut and completely detached from the grasper tip, possible result from coming into contact with a hard sharp object.

Event description:
During a procedure, the fenestrated grasper tip heat shrink tubing broke off and fell into the pt, and was retrieved no one was harmed.